Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's child reports that their parent was injected with ½ to 1 syringe of juvéderm® ultra xc in the right side cheek, smile lines, and under the lips in the chin. The injector left the room for 10 minutes and returned to inject the left side of the face at the same injection sites. The left side of the face was never injected with filler as the patient started to experienced shortness of breath, their arms went numb, chest tightness and high blood pressure. The patient visited the emergency room and 2 EKG¿s were performed and blood work was done and all of the results came back normal. The patient was prescribed xyto medrol, and IV, xantac, and oral benadryl and the symptoms got better. The next evening the patient could not swallow and returned to the emergency room. EKG, blood work, and chest and throat x-rays were performed and all came back fine and there was nothing blocking the patient¿s throat. The patient was advised to continue the steroid and was prescribed a medrol dosepak and loratadine. The patient was seen by their primary care physician the following day and told it was an allergic reaction to the filler. The patient was advised to continue the loratadine. The symptoms were resolving, but 4 days post injection the symptoms started again and the patient still feels tightness in the throat and chest and felt light headed. The patient still cannot breathe properly. The patient has also experienced random itching.